Event description:
Event description guidant received information that this defibrillation lead was not successfully implanted. It was reported that the right ventricle was perforated during the attempted implant.